Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had lost so much weight and was in a wheelchair because they were unable to walk. The patient's replacement was scheduled for (B)(6) 2019. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp, via manufacturer representative. It was reported that the patient has been explanted and the patient reported the scs caused him further harm. The issue was resolved at the time of the report. Hcp had no further information. Patient weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient went to turn up the device or "mess with it" and they couldn't get it to turn off again. The patient was still being shocked by the device and was jerking, twitching, and had muscle movement. The hcp couldn't tell if this was voluntary or involuntary. The patient seemed anxious, tachycardic, diaphoretic, and uncomfortable. An ambulance went to the patient's house and a representative turned the device off successfully. The hcp wanted to make sure that the ins was in fact off and not causing the symptoms. It was noted that the patient had been seen before for the same symptoms in the last 30 days and a replacement was scheduled for their ins on (B)(6) 2019. The hcp did not believe that the symptoms were related to their device. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the full system was explanted on (B)(6) 2019 and was then discarded.